Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation. Reprogramming the device was suggested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.